Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of a pt's programming history available in the MFR's programming history database, it was found that the pt vns settings were different when pt left the office on (B)(6) 2008. No faulted systems diagnostic were recorded. Final interrogation was performed but the settings were not changed to pt's correct settings. There were no reports of any pt adverse events as a result.